Event description:
Hyperglycaemia(hyperglycaemia). Case description: this spontaneous report received from a medical doctor reported as "hyperglycaemia", concerns a patient using a novopen 300 insulin delivery device in 2005 and novofine needles. The patient reported that they discovered that the piston rod lock came off the novopen 300 and they had discontinued insulin injection for 20 days. The patient was admitted to the hospital after they had treated for hyperglycaemia at an emergency in 2005. Their blood glucose level at the time of the event was 600mg/dl. The patient is using penfill 30r chu 300 (dual-acting human insulin) as insulin therapy. Outcome of the event is not reported. This patient did not provide for an alternative way of administration of the insulin they required. Consequently, they suffered hyperglycaemia after having discontinued the insulin injections for 20 days. The reporter listed the needles as suspect in addition to the delivery device, but did not indicate why they were suspect.